Event description:
The customer reported that the 840 ventilator had a blank screen. As per customer pt involvement is unk. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. Covidien was not authorized to service the device.